Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that there was no conclusive evidence that the observed out of range impedance measurements were due to a product performance issue or an inadequate lead to device connection. However, intermittent, out of range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead to device connection are likely the result of the low energy test signal utilized for daily automatic or in clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced shock lead impedance high out of range. The system has been in service for over 12 years and is now at elective replacement indicator (eri). The lead remains in service. No adverse patient effects were reported. Additional information obtained, the device was explanted and replaced due to normal battery depletion (nbd).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced shock lead impedance high out of range. The system has been in service for over 12 years and is now at elective replacement indicator (eri). The lead remains in service. No adverse patient effects were reported. Additional information obtained, the device was explanted and replaced due to normal battery depletion (nbd).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced shock lead impedance high out of range. The system has been in service for over 12 years and is now at elective replacement indicator (eri). The lead remains in service. No adverse patient effects were reported.